Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, the insulin pump had alarmed no delivery several times, and it was the 8th time that he had performed his own troubleshooting on the device. Customer stated he has been having issues with excessive no delivery alarms for 2 days. His blood glucose was in the 300 mg/dl range. Troubleshooting was performed on the insulin pump. Customer was advised to disconnect at the quick release and perform a fixed prime, the device alarmed no delivery. Customer then was advised to manual push insulin through the tubing using a plunger, insulin did exit. A manual prime was performed on the device and insulin exited. The customer was advised the alarm was caused by infusion set and reservoir occlusion. The customer was advised to monitor the device and call back if issues persist. Nothing was replaced or returned for analysis.